Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3135453, medical device expiration date: unknown, device manufacture date: 2013-05-15. Medical device lot #: 4265955, medical device expiration date: unknown, device manufacture date: 2014-09-22. Medical device lot #: 9167187, medical device expiration date: unknown, device manufacture date: 2009-06-16. The customer's address is unknown: (B)(6) has been used as a default.  Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: a complaint lot history check was performed on lot # 9167187 for missing label content (expiration date). This is the 1st related complaint for missing label content (expiration date) on lot # 9167187. Due to the batch being manufactured in 2009 and files are retained for 7 years no DHR review can be completed. A complaint lot history check was performed on lot # 3135453 for missing label content (expiration date). This is the 1st related complaint for missing label content (expiration date) on lot # 3135453. A complaint lot history check was performed on lot # 4265955 for missing label content (expiration date) this is the 1st related complaint for missing label content (expiration date) on lot # 4265955.

Event description:
It was reported that 3 bd alcohol swabs experienced no label or missing label information. The following information was provided by the initial reporter: material no:326895; batch no: 3135453, 4265955, 9167187. Consumer requested expiration date for alcohol swabs. Said there are no expiration dates on the boxes. Date of event: n/a.